Event description:
It was reported that microset non dehp, 1,2 filter,priming leaked. The following information was provided by the initial reporter: patient is currently in hospital and has rang to report their giving set is leaking. Patient has been advised to stop the pump and clamp the line. One of the hospital nurses has disconnected the line. Patient did not report how long into the infusion this occurred or where the leakage was located. Patient uses a bodyguard 323 pump, unknown sn. Patient¿s pn is refrigerated however allowed to come to room temperature before infusion. No issues reported with priming.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR#: 9616066-2020-20081 is cancelled and void as a result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: the customer provided lot # 12871220 and 12871216. These do not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a 120-112xsfvk product was not available for investigation; however the customer confirmed that the complaint sample was from lot 12871220 or 12871216. No further information was available regarding the exact location of the leakage. DHR review performed and no related non-conformities observed. The details of this feedback were forwarded to the legal manufacturer of the product, caesarea medical electronics ltd. For investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lots 12871220 and 12871216 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Investigation conclusion: in this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. Rationale: cme are the legal manufacturer of this device and have the responsibility for assessing the clinical risk.

Event description:
It was reported that microset non dehp, 1,2 filter,priming leaked. The following information was provided by the initial reporter: patient is currently in hospital and has rang to report their giving set is leaking. Patient has been advised to stop the pump and clamp the line. One of the hospital nurses has disconnected the line. Patient did not report how long into the infusion this occurred or where the leakage was located. Patient uses a bodyguard 323 pump, unknown sn. Patient¿s pn is refrigerated however allowed to come to room temperature before infusion. No issues reported with priming.